Event description:
Patient admitted with symptoms consistent with congestive heart failure, bilateral lower extremity edema, and dyspnea. The patient admitted with an implanted heartmate xve lvad. The patient underwent fluoroscopy of the device and it showed probable disruption of the inflow valve conduit. The patient underwent replacement of his ventricular assist device.